Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that their implantable neurostimulator (ins) has been shutting off on its own for the last month or so. They explained that the ins will stay on for maybe a day or 2 and then will shut off. The patient added that when they check their programmer, it shows that the ins is off (no lightning bolt), but confirmed they are able to turn it back on. They also mentioned that when they thought this meant that they needed to charge the ins more often, but when they check the programmer, it shows that the ins is fully charged. The patient mentioned that they had a stroke 2 months ago and has been falling a lot since then. The patient was redirected to follow-up with their healthcare provider. No further complications were reported or anticipated.